Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's insulin pump is calculating the wrong bolus amount. Customer's blood glucose level at the time 173mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was programmed with a bolus which was delivered and properly recorded in the history screen. No bolus wizard anomaly was noted. However, the insulin pump had cracked battery tube threads and a cracked reservoir tube lip.